Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and unable to be read in any lighted areas. The reporter stated the pump could only be read in a darkened room. This complaint is being reported because the reported display issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/31/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be dim and discolored. The display screen was replaced with a test screen and the display was found to function appropriately. Unrelated to the display issue, evaluation revealed a cracked battery compartment. The bumper pads were observed to be peeling, which has no effect on the delivery of insulin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.